Manufacturer narrative:
(B)(4). The complaint (B)(4) bubble CPAP system kit is en route to (B)(6) healthcare in (B)(6) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a (B)(6) healthcare field representative that the bubble CPAP generator, which was included in the (B)(4) bubble CPAP system kit, was not producing any bubbles when set around 6cmh2o. It was also reported that small bubbles appeared at a flow rate of 15l/min. (Approx.) But virtually not producing CPAP pressure. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the returned bc161 bubble CPAP system kit was returned to fph in new zealand for inspection. It was visually inspected and performance tested. To further investigate the reported problem, simulation testing was also conducted. A pressure manifold production sample with a manifold cap not sufficiently screwed to the manifold housing was tested on the production line to determine whether it will pass or fail on the production tester. Results: no physical damage was observed to any of the parts and other devices included in the returned bc161 kit. However, it was noted that the cap of the pressure manifold was not sufficiently screwed to the manifold housing. Performance test showed that the bubble CPAP generator was not able to produce bubbles with approximately 6cmh2o of water pressure. Simulation testing showed that the pressure manifold production sample failed on the production tester. A lot check revealed no other complaints of this nature for lot number 160614. Conclusion: based on the investigation conducted, the fault reported by the hospital was due to the manifold cap that was not sufficiently screwed to the manifold housing. All pressure manifolds are pressure tested and pressure set on the assembly line. Those that fail the pressure test are rejected. Our user instructions that accompany the bc161 bubble CPAP system kit state the following: - "ensure audible continuous bubbling is maintained." - "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the bubble CPAP generator, which was included in the bc161 bubble CPAP system kit, was not producing any bubbles when set around 6cmh2o. It was also reported that small bubbles appeared at a flow rate of 15l/min. (Approx.) But virtually not producing CPAP pressure. This was observed before use on a patient.